Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002748, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #6002748. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6002748 was manufactured according to the work instruction (wi) version 87 and manufactured in the multivac 08 on 22-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 3h00743 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 22-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 3h00742 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 22-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 3h03394 was manufactured according to the work instruction (wi) version 27 and manufactured in the quickset line, on 26-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 3h02424 was manufactured according to thework instruction (wi) version 39 and manufactured in the gluing machine 05, on 20-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 3h02423 was manufactured according to thework instruction (wi) version 42 and manufactured in the gluing machine 4, on 21-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 3h02422 was manufactured according to thework instruction (wi) version 39 and manufactured in the gluing machine 8, on 19-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 3h02435 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 8, on 24-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: the reference samples were already tested in the comlaint (B)(4). All test results were within specifications as per the test report (B)(4). Work instruction (wi) guidance for functional testing 2 leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4) pdf attached in this record. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 277 mg/dl at the time of the event and patient got treated with insulin pump. The duration of hospitalization was less than 24 hours. Patient also experienced the symptoms of sick/unwell, tired/weakness/ sweating, vomiting, and abdominal pain. No further information available.